Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced occasional urinary incontinence for which he needed to use one pad per day. One month later, a revision surgery was performed, during which it was noted that the cuff was not tight enough; therefore, the balloon was removed and a new one with higher pressure was implanted, in order to increase the pressure on the cuff. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced occasional urinary incontinence for which he needs to use one pad per day. The device remains implanted, and a revision appointment has been scheduled.